Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "keyboard not working," which was experienced during evaluation as an intermittent keypad response. Evaluation found the #0, #1, #2, #3, #7, #8, and #9 keys to work intermittently. This was found to be caused by a failed keypad. The keypad was replaced to address the failure. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had its "keyboard not working" (confirmed as an intermittent keypad response during baxter's evaluation). It was also reported there was no patient injury.